Event description:
The customer reported to beckman coulter hotline support that their unicel dxc 800 pro instrument was generating "cuvette not dry" errors. The customer also reported observing a small amount of fluid under reagent probe b in the drip tray. No erroneous patient results were generated.

Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse reproduced leaking from reagent probe a and replaced the a/b valve to resolve the issue. Additionally, the fse incidentally found a broken level sense wire and attributed the "cuvette not dry" errors to the broken wire. Upon recur, a leaking reagent probe can impact any or all cartridge chemistries, including critical chemistries. The manufacturer reference number for this event is (B)(4).